Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to low blood glucose. Blood glucose at the time of the admission was 34 mg/dl. The customer was treated with a glucagon shot. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. Customer¿s blood glucose level was 50 mg/dl at the time of the call. Customer stated that the drive support cap was normal. The customer was not connected to the insulin pump while priming the device. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.